Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device had toggling issues, it was difficult to toggle. The device could not hold the needle on the device and the needle came off in the patient. The needle was retrieved with a grasper. A laparoscopic needle holder was used in order to complete the case. Needle was retrieved by using grasper. No patient injury.